Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients had difficulty charging the implantable pulse generator (ipg) and needs to charge more often. The patient underwent an ipg replacement procedure and was doing well post operatively.